Event description:
It was reported that non-sustained lead noise episodes were observed on the rv lead during follow up. Review of records showed the noise appeared to be due to myopotential oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.